Manufacturer narrative:
Manufacturing site evaluation: samples received: there is no samples available. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are (B)(4) units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: compliant is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions on this product at this time. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The knots don't slide easily and so the thread broke.